Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 18, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was implanted with another cochlear device during the same surgery. This report is submitted on november 30, 2021

Manufacturer narrative:
This report is submitted on oct 15, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.